Manufacturer narrative:
The pump passed the self-test, unexpected restart error test, displacement test, and rewind test. The pump alarmed for compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. The pump was unable to perform occlusion test, prime test and excessive no delivery test due to alarms. All operating currents were within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case and missing drive support sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted and the drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.